Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml citrate 4% fill canada was empty. The following information was provided by the initial reporter: material#: 303270 batch#: 4332326. Verbatim: rcc received a complaint via email. Product information: product code: 303270. Product description: syringe posiflush 3ml fill 4% sodium citrate lock usp bx/30 lot/serial #: (B)(6). Expiry date: 2026-11-30. Problem information product concern ticket number: (B)(4). Date of incident: (B)(6) 2025. Concern description: syringe filled with air and not sodium citrate 4% solution. Psls ID (B)(4). Occurrences: 1 each. Sample information incident samples: 1 each representative samples: 0 no adverse event reported.

Manufacturer narrative:
Pr 13925251 follow up for device evaluation. It was reported that the syringe was filled with air rather than sodium citrate solution. To support the investigation, one sample with an opened flow wrap package was received and evaluated by the quality team. The returned sample was an empty prefilled syringe without a tip cap, and no additional defects or imperfections were observed. This condition could occur in the event of a jam at the filling machine. A device history record review was completed for material number 303270, lot 4332326. The review did not identify any quality issues detected during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing steps and final inspections met applicable specification requirements. An additional sensor has been implemented to reduce the likelihood of this type of escape. Based on the investigation and the returned sample evaluation, the customer reported symptom is confirmed.